Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display after inserting a battery. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to faulty lcd driver. Unable to perform the operating currents measurement, self test, displacement test due to blank display anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.